Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the received device was in two pieces, separated in the hypo-tube portion 23.2 cm from the strain relief. The distal portion of the hypo-tube was kinked 1.2 cm from the separation. The fracture faces were oval shaped. The balloon was tightly folded with the stent between the markerbands. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The 99% stenosed target lesion being treated was located in the proximal left circumflex (lcx) artery. A 16x2.75mm taxus liberte stent delivery system (sds) was advanced to the lesion and while trying to cross the lesion the shaft broke on a portion outside of the patient. The procedure was completed with balloon angioplasty. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The 99% stenosed target lesion being treated was located in the proximal left circumflex (lcx) artery. A 16x2.75mm taxus liberte stent delivery system (sds) was advanced to the lesion and while trying to cross the lesion the shaft broke on a portion outside of the patient. The procedure was completed with balloon angioplasty. No patient complications were reported.